Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30418819l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient ((B)(6) year old, (B)(6) kg, ft) underwent cardiac ablation procedure with pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during mapping phase in the left atrium for ectopic activity with pentaray nav high-density mapping eco catheter the patient suffered cardiac tamponade. The procedure was aborted and pericardiocentesis performed removing 130ml of blood from the pericardial space. There were no long-term consequences. The physician¿s opinion is that the cause of this adverse event was procedure, believed that he damaged the left atrium (la) wall with one of the many catheters that were there. The patient had fully recovered. Transseptal puncture was performed with cook needle. No ablation was performed prior to the event. No error messages were observed. The event is conservatively reported under the pentaray nav high-density mapping eco catheter. Since the cardiac tamponade may be life-threatening it is MDR-reportable.